Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The device will be returned for analysis.